Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, scarring, wouldn't pump up. Just changed connectors, removed scar.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of scarring, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 5169617. Review of nonconforming reports revealed no nonconformance's related to this event for this lot. No capas are associated with this lot.

Event description:
Additional information received from the pathology department at palmdale regional indicated that they never received a specimen.